Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was two months ago (in 2021) the pt received the message power on reset (por). Pt stated that their therapy stimulation won't come on. Pt questioned if por was the end of service for their implant (pt made no allegations). The patient was redirected to their healthcare provider to further address the issue.